Event description:
An advance sling was implanted in a (B)(6) man with sui (4-6pads/24 h) after rp for prostate cancer. An oral medication using coumadin for mechanical aortic prosthesis implanted 9 years ago was suspended 5 days prior to rp surgery and substituted with a low-molecular-weight heparin (lmwh). Preoperative international normalized ratio (inr) test showed 1.1. The sling implantation was performed and a perineal pressure dressing was placed at the end of surgery and kept for 24 h. The patient was discharged after 3 days and his vitamin k antagonist medication was substituted with a lmwh. He had stable hemoglobin, c-reactive protein and anti-xa values. Two weeks later, the patient was re-hospitalized after early re-anticoagulation with coumadin at day 5 as well as lmwh substitution, started 5 days after surgery. The patient presented with poor general physical condition and a massive femoral swelling, predominantly on left side. Laboratory tests revealed reduced hemoglobin (from 12.9 to 7.7 g/l) and an increased white blood cell count (from 5,900 to 17,490). The inr was reduced to 3.2, while c-reactive protein was elevated to 19.4 mg/l. CT scans demonstrated a confluence hematoma between the left musculus obturatorius externus, musculus pectineus and musculus adductor brevis with an extension of 8.0 x 5.0 x12.0 cm. Active bleeding or vascular damage in addition to vein thrombosis were excluded. Neurological investigation excluded any pathologies. Control cystoscopy verified an intact urethra; urinalysis and culture were normal. After hospitalization, the vitamin k antagonist was immediately suspended and 2 erythrocyte concentrates were administered. The clinical course improved after sustained antiphlogistic and antibiotic therapy. The patient was discharged after 5 days asymptomatic and continent. After 14 days, the swelling was significantly regressed and re-anticoagulation with coumadin was started again without further complication. The patient is currently continent and dry.